Event description:
Repair center alleged the unit was alarming/red light and key is the pilot valve is not shifting. Per independent repair statement, the unit was alarming or red light. Key failure was the pilot valve was not shifting. Additional malfunctions were the tie wraps were defective.